Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to the customer site on (B)(4) 2013. The fse again observed intermittent white blood count (wbc) voteouts. The fse discovered that wbc mixing bubbles intermittently not working. The fse replaced the solenoid 19 for wbc mixing bubbles. Additionally, the fse replaced wbc aperture housing as well as wbc bath. The fse indicated that he would monitor the analyzer for wbc voteouts issue. Prior to this visit, the fse was dispatched and serviced the instrument twice to address the wbc voteouts problem. Failure mode of an ongoing wbc vote-outs/erroneous results was most likely attributed to: hardware components, including: solenoid 19, white blood cell (wbc) housing and wbc bath. Debris discovered in pressure line to mix bubble manifold, which were replaced over multiple service visits.

Event description:
The customer reported to beckman coulter (bec) having an ongoing problem with intermittent white blood count (wbc) vote-outs on the coulter lh 750 analyzer. The instrument printouts were not provided for review. No erroneous results were reported in association with this event. There was no death, injury, or effect to patient treatment. This MDR is to report an event occurred on (B)(6) 2013. Total of 3 mdrs are being submitted from this account for events occurred on 3 different days: 1061932-2013-01174, 1061932-2013-01175, 1061932-2013-01176.